Event description:
My son started using the omni pod. On our first incident they (edge park) sent us a box of defected omnipods. As soon as he would put one on it expires and they would fall off. In (B)(6) 2015 my son ended up in the (B)(6)hospital from diabetic ketoacidosis (dka). He was in there 4 days.